Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that the rv lead was fractured, and the lead was turned off.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered alerts for multiple superior vena cava (svc) coil impedance spikes, with one spiking to undefined high values. The svc coil was programmed off from the shocking vector. No patient complications have been reported as a result of this event.